Event description:
A customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. After leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, the pump began charging successfully using the original charging supplies, and no further assistance was required.